Event description:
Reporter alleged an icon segment was missing from the display of the aviva system. Customer discovered the alleged display issue when he called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.